Event description:
It was reported to boston scientific on 12/04/2006, a product problem associated with a tae (trans-arterial embolization) procedure of the intercostal arteries. It was reported that "the microcatheter and coils (one device in question) were used at tae. After some coils were deployed, friction was felt. Then, when a coil was advanced, it was detached in the catheter. Though the new coil (device in question) was advanced after the detached coil was withdrawn, it came off again. After that, a new microcatheter was used and this procedure was finished successfully. The 1st microcatheter and 2 detached coils (one device in question) were reported. But the 2nd detached coil (device in question) had been disposed of at the hosp." It was reported that there were no pt complications and that the pt condition was good.

Manufacturer narrative:
The device in question will not be returned to the manufacturer because it was disposed of. Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience.